Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator was found to had deliver multiple shocks. It was unknown whether the shocks were appropriate or not. Programming changes were made. No patient symptoms were reported.